Event description:
Pt received blood transfusion and developed chills. She later developed a major transfusion reaction. The pump utilized during the transfusion was inspected by MFR's mis technician and no problems were identified with the pump. During transfusion, the alarm sounded x 2 and the blood was taken off the pump and infused by gravity